Event description:
It was reported that the wake button was sticking. Additionally, the pump was reported "smelling like it is burning" while charging the battery. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.